Manufacturer narrative:
Concomitant medical products: 429888 lead; w4tr03 crt-p, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged,and exhibited non-capture. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited noise causing pacing inhibition with associated syncope, oversensing and was fractured. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.